Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device with serial (B)(6) did not power on despite being placed on a charging pad that showed a solid indicator light, and the trainer proceeded using a backup ilet to complete the training. Symptoms included an unresponsive screen and failure to power on. Outcomes included the user proceeding with therapy on an alternate device without reported clinical effects or medical intervention. Investigation included case intake and initiation of device replacement with plans for return evaluation and inspection of the returned device. Failure investigation revealed no fault found with the device.